Event description:
The lay user/pt contacted lfs alleging that the meter would not power on. The pt did not exhibit any symptoms or seek any medical attention due to the reported issue. The batteries were correctly installed; however, the battery contacts were corroded. The pt had replaced the battery per the owner's booklet. The pt had been using the correct vial of test strips. The meter was replaced. There is no evidence that the meter caused or contributed to an adverse event or that a serious injury occurred. The complaint is being reported due to the alleged reported issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.